Event description:
(B)(4). Symptoms I have had in the past two years since implant. Migraines. Heavy periods. Cramping. Back pain. Hair loss. Reseeding (sp) gums. Numbness tingling everywhere. Bv clots. Blurred vision. Many more.

Event description:
#Medwatcher #followup 1 #FDA mw5060351 #(B)(4). I was scheduled for a laparoscopic hysterectomy (B)(6) @1pm.